Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. An inflation device filled with water was used to inflate the device to rated burst pressure (rbp). Water was found streaming from the balloon. Microscopic inspection revealed a pinhole 29mm from the tip of the balloon. Microscopic inspection of the markerband found no evidence of damage or irregularities. Microscopic inspection of the tip found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.